Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem's user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 260 mg/dl to 500 mg/dl. During a system check with tandem technical support, air bubbles in the infusion set tubing were observed. Additionally, it was reported that the customer disconnected at the luer lock, and customer was using humalog for over 48 hours. Customer changed infusion set, and clear air bubbles, and resumed insulin delivery successfully.